Event description:
N/a.

Manufacturer narrative:
The lamp module replacement (product ID 001320lx) was returned for evaluation: failure analysis - visual/functional. Evaluation was performed which revealed that the returned lamp module was in used condition with no visible defect. The lamp failed hard start testing, with delayed start up on the first ignition indicating intermittent power failure. No manufacturing, workmanship, or material deficiency was identified. Root cause - the returned 001320lx lamp module was in used condition, failing hard start testing. The reported complaint was confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the lamp module replacement (product ID 001320lx) does not light up but keeps on arcing. No anomalies were observed on both lens. Lamp module light hours is 449 hours and machine operating hours 1695 hours. They swapped the lamp on another mlx unit and same occurrence was observed. They tried to fix a new lamp to this mlx unit and unit lights up as normal. There was no patient injury and no delay in surgery was reported.